Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue was discovered during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, no image was present when the endoscope was connected and switched on. Error code e315 was not displayed on the screen upon initial inspection. The plug body was dismantled where it was observed that the moisture indicator had been triggered, turning pink after contact with fluid / moisture. This issue likely occurred during the manual leak check or during the cleaning process which is attributed to user handling. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Upon further inspection, it was observed that the distal end and the adhesive of the bending section cover was lifting. It was also observed that the scope connector had water ingress. It was observed that the angulation was low. Lastly, it was noted that the scope did not pass the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Olympus will continue to monitor field performance for this device.